Manufacturer narrative:
The impella device was received for evaluation. Upon investigation completion, a supplemental MDR will be filed.

Event description:
The complainant reported that 58-year-old female was scheduled for impella 5.5 implant as bridge to decision. After two hours of attempting insertion, and over an hour of fluoro time, decision made to stop and discuss mini-sternotomy with family given complexity of patient with limited bridge options. When the impella 5.5 was removed, there was visible kinking of white catheter just below the motor. There was no known harm or injury to the patient.

Manufacturer narrative:
The investigation into delivery issues and cannula kink has been completed. Impella 5.5 pump was returned for evaluation. Visually inspected the pump and found a significant catheter kink close to 35 cm marking. No other abnormalities were found. As per clinical, the impella 5.5 advanced and had resistance at subclavian/aorta junction with patient having calcified vessel conditions, decision made to abort insertion. A visible kinking of white catheter below the motor was observed after removal. The cause of the delivery issue was patient condition related with calcified vessel condition due to resistance at subclavian/aorta junction and catheter kink observed during insertion.